Event description:
It was reported that the customer received a motor error alarm from his/her insulin pump during the rewind process. The customer's blood glucose levels are unknown. The product is being returned. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received stuck in motor error alarm loop during bolus delivery. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No further tests could be performed due to motor error alarm. The insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).